Event description:
It was reported that following a catheter revision in the (B)(6) 2009 (see manufacturer's report # 3004209178-2009-08099); the patient started having incontinence and was told that there may have been nerve damage. The patient had a bladder stimulation device implanted in (B)(6) 2010. The device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 8575 lot# n166551, implanted: 2008 (B)(6), catheter model 8709sc serial# (B)(4), implanted: 2009 (B)(6). (B)(4).